Event description:
A hydrothermablator control unit was used during a hydrothermablation (hta) procedure. According to the complainant, while attempting to restart the unit when moved to another location, it would not turn on. Additional information received on december 2, 2008 revealed that the device was received with cut tubing and a melted heating canister, making this a reportable event. The procedure was completed with a different device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The product has been returned but a device evaluation has not been completed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch report will be filed.